Manufacturer narrative:
(B)(4). The customer reported that the monitor gives a "faulty speaker" error message. No pt harm was reported. In an abundance of caution, we will report audio loss even though a visual warning is provided. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the monitor gives a "faulty speaker" error message. No pt harm was reported.